Manufacturer narrative:
A device inspection was not possible since the affected device was not returned and no other evidences, like x-rays which would confirm the event, were provided for investigation. The received pictures were reviewed. The pictures show the implants, the nail with corresponding set screw, the lag screw and one locking screw, directly after explantation. Based on the pictures the reported functional issue cannot be evaluated, also the catalog and lot numbers of the involved devices cannot be confirmed as they are either not visible on the implants or the quality of the picture is too low. The provided implant card only lists the devices that were implanted during the revision surgery. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labelling did not indicate any abnormalities. Indications of material, manufacturing or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient was converted from a gamma trochanteric nail to a total hip due to cut-out of the lag screw through the femoral head. Rep provided explant pictures and revision usage, and confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that the patient was converted from a gamma trochanteric nail to a total hip due to cut-out of the lag screw through the femoral head. Rep provided explant pictures and revision usage, and confirmed that no further information will be released by the hospital or surgeon.